Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure the balloon failed to deflate. Vascular access was gained via the femoral artery. The 80% stenosed, 2.5x16mm, concentric, de novo target lesion was located in the mildly tortuous and non-calcified trunk of the left circumflex artery (lcx). A 2.0x20mm maverick balloon catheter was selected and advanced to predilate the target lesion. The balloon was inflated to 15 atms for 25 seconds with a 30% contrast mixture which reduced the stenosis to 60%. When the physician attempted to deflate the balloon, the balloon would not deflate. The physician attempted to re-inflate and deflate the balloon without success and was removed from the patient inflated and intact. The procedure was completed with the implant of a stent in the left anterior descending artery and the implant of a stent in the lcx. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).